Manufacturer narrative:
The device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test or verify any sensor errors or communication errors due to blank display. Also, received with moisture damage on the motor and force sensor.

Event description:
Customer reported via phone call that the insulin pump had repeating errors. Customer's blood glucose level was unknown at the time of incident. The insulin pump will be returned for analysis.